Event description:
Insurance agent described a claim for injury involving a loss of pigmentation which occurred during a sleep study. Pt has discoloration or described loss of pigment on her calves and on her neck. Pt is a female african american. There are reported to be two spots on her neck and four spots on her calves. Source reported later that omniprep, may not have been involved. Later again, source reported that omniprep was involved. Source also wanted to see that pt to confirm the claim that she was making. Co discussed this incident with source today and he is not able yet to see the pt. Co decided that although the severity of the incident remains in question, that co would submit it as an MDR reportable incident rather than prolonging further the investigation.